Manufacturer narrative:
The catheter was tested for electrical, temperature, generator compatibility and irrigation functionalities. Results indicated that the catheter passed electrical test, temperature bath test, generator test and patency/flow test. Complaint cannot be confirmed.

Event description:
It was reported that during a procedure, steam pop occurred. An echocardiography was performed. The patient was sent to the ICU for close monitoring overnight because the patient's blood pressure continued to be low. There was never any evidence of perforation or actual complications.